Event description:
The pt experienced intermittent pain relief dating to 2008 (see mfg report # 2122207200808656). The pt lost efficacy of the drug with escalating doses. "Pump was not working correctly". The catheter was replaced due to incorrect placement of catheter/unable to aspirate. The pump was used to deliver fentanyl and bupivacaine. There was no pt injury. The pt recovered without sequela after device replacement; pt was now having symptom relief.

Manufacturer narrative:
(B) (6). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.